Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va131fw, implanted: (B)(6) 2016, product type: lead .

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a urinary tract infection (uti), was wetting and leaking again. The patient later reported they were still wetting themselves, the stimulation was at an 8 and they could feel it. The patient later reported their wire had moved to the top, while it was supposed to be deeply implanted, and asked if the device would still work. The patient stated they had reached out to their healthcare provider (hcp) this morning ((B)(6) 2016) and the hcp was going out of the country. The rep reported they were unaware of the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported could not hold her urine and was having incontinence where it runs down her legs. The patient reported she was drinking tons of water every half hour. The patient had a uti, the nurse told her friday that there was residue of the infection and they told her to stop her medication (which the patient later stated means that the uti was gone now). The patient reported she was told that interstim would not work when patient has a uti and the patient wanted to know when it would "kick in again". The patient declined stating she did not have time for setting the device. The patient wanted to know when the interstim would start providing therapeutic effect again. The patient stated she had a uti and now her therapy was not effective. The patient connected to implantable neurostimulator (ins) and increased stimulation to 1.3 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.